Event description:
It was reported to ge that when the table up command was pressed on the hand-held controller, the detector tilted instead. The system was using a pin-hole collimator, which is often positioned close to the pt's neck and unexpected motion could cause injury. The collision-override and enable buttons must both be continually pressed by the user to have any motion with a pin-hole collimator in use. There were no reported injuries from this issue.